Event description:
It was reported that the patient is dissatisfied after implantation of the preloaded intraocular lens (iol) in both eyes. The patient's vision is blurred in daylight and on screens. She has very large halos when it is dark (much more than grade 4). She cannot recognize people in the street and cannot drive at night or read signs. Account provided that the implants are perfectly centered and no clinical issues can be observed. As per the post-operative check: the vision problem comes from the implant and is often impossible to correct with glasses. It is not a problem of convergence because when the patient covers her eye she still sees blurred with the other eye. An examination was done to exclude other causes, such as inflammation. The doctor advised the patient to wait a few months, to try with glasses and to get used to the lenses. The convergence problem mainly affects distance vision. The patient sees clearly for 3-4 meters, which then turns blurry. After 4 visits to the optician to try-on glasses in different lights their distance vision has improved to 5-7 meters. No improvement regarding halos at night. Following this, the patient was put on antidepressants and anxiolytics. Pre-operative refractions: cortical nuclear cataract, right eye = +2.25 (-0.50 at 95°)= 7 /10; add 2.50 =p 2f, left eye= +2.50 (-0.50 at 90°)= 9 /10 =p 2. Post-operative refractions: right eye = -0.25 = 10 /10 p 2, left eye = -0.50 = 10 /10 p 2, binocular vision 10/10f p2 sc. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). Health effect -clinical code: 4581 for incision enlarged. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.